Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in italy, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, resistance was felt when advancing the crimped valve through the final part of the sheath, described as the small radiopaque ring at the tip. Upon withdrawal, the esheath was observed to be damaged. The valve itself presented no problems and was successfully implanted, and no vascular problems were noted for the patient. As per picture provided, the sheath distal tip was observed torn.